Event description:
It was reported that the patient experienced a lack of therapeutic effect since implant of her implantable neurostimulator (ins). The ins was implanted on (B)(6), 2010 and in the time following the patient saw no improvement in her urinary incontinence and very little improvement in fecal incontinence. The patient felt the stimulation for the first three months and adjustments were made in an attempt to achieve therapeutic effect. Impedances were also confirmed to be normal during this time period. On a recent ski trip, the patient felt a tingling sensation at the ins site, and the device was turned off. There were no falls reported to correspond with the tingling sensation. A few days later, the device was turned back on but no stimulation was felt, even at many different stimulation settings. Impedances were measured and found to be >4000 ohms. Lateral and anterior-posterior fluoroscopy was performed but showed no lead migration. The patient's options were being discussed, which included revision or explant of the ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).